Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before the cataract surgery an ophthalmic console shut down without any system message. There was no patient involvement.

Manufacturer narrative:
The company service representative (ar) performed an on-site assessment and confirmed and replicated the reported event. The host printed circuit board (pcb) was found to be nonconforming and was replaced. It cannot be determined conclusively how this component became nonconforming. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming host printed circuit board (pcb). It cannot be determined conclusively how this component became nonconforming. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).